Event description:
It was reported that during an unknown procedure, the head end of the reload was partly fell off when the package was opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Cartridge drivers, cartridge pan dislodged. The analysis results showed that one ecr60g reload was returned unfired and with the pan partially detached at proximal end. Upon further inspection, it was noted that 2 double drivers were out of positon and 2 double drivers were missing, making the reload non-functional. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staple drivers are present prior to shipment. Although no conclusion could be reach on what caused the pan to dislodge from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.